Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent an aortic valve repair/replacement via median sternotomy with concomitant posterior wall encircling ablation using an olh. Following the release of the cross-clamp, there was bleeding from behind the heart. After the bleeding was noticed and controlled, they attempted to suture but bleeding persisted. The patient was placed back on cross-clamp to repair the injury. The injury was successfully repaired and there were no other reported complications with the patient. There was no reported device malfunction, and the adverse event was the result of a procedural complication.